Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: a "pop" sound was heard during surgery. The balloon was ripped. The device was replaced with same type. There was no pt injury reported. No add'l info available at this time. Pt status: no problems.

Manufacturer narrative:
(B)(4).